Event description:
It was reported that an alert for pacing lead impedance out of range was observed via (B)(4) transmission. Reprogramming and further in-clinic testing were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the pacing lead impedance still showed low and out of range. The lead was explanted and replaced. The pacemaker dependent patient also reported presyncopal symptoms. During the explant procedure, the lead tip broke off but the physician was able to successfully retrieve it.